Event description:
It was reported that the doctor used the mod-restoration system. A scrub nurse opened the above body and the locking screw stuck to the outer sterile top when opened resulting in the bolt going on the floor. Another body was opened to obtain a +10 mm bolt.

Manufacturer narrative:
A supplemental report will be supplemental upon completion of the investigation.